Event description:
Synergy des stent displaced into aorta as attempting to retract stent into the guiding catheter. The cath lab reported that synergy des stent displaced into aorta as attempting to retract stent into the guiding catheter. Procedure completed with bm stent placement x2. Since this involves a company-wide contract by our pt company, catholic health initiatives, we are also informing our cardiac service line of this occurrence.